Manufacturer narrative:
(B)(6). (B)(4). The device has been returned and received for evaluation. The evaluation is in progress. Once the evaluation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that during a femur open reduction internal fixation procedure, during drilling, the tip of a threaded pin fractured and remained inside the patient's femur as it was unable to be retrieved. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As returned, scarring is present around the circumference of the shaft. Dimension taken is within spec. The threaded portion is fractured off and was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.